Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump had a button error. The up arrow was going down. The numbers were scrolling down to zero and then up to three hundred. Replacing the battery did not resolve the issue. Customer's blood glucose was 6.7 mmol/l. The device was not bumped or exposed to moisture. The up button does not have the bumpy feeling anymore. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.